Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. It was also noted that this issue has occurred in the past, but no estimate on the number of occurrences was available.

Event description:
It was reported the catheter was being placed into the patient's right brachial vein in the med surgery department. The clinician experienced difficulty when inserting the sheath into the patient. This caused a lot of pain and discomfort to the patient so he discontinued use of the sheath and placed a 6fr glidethru sheath to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath/dilator assembly. The dilator body had a slight bend. Microscopic examination revealed that the sheath tip was split in multiple places and pushed back on both sides. No other defects or anomalies were found. This type of damage indicates that resistance was met during insertion from pushing against a hard surface. A device history record review was performed on the sheath and dilator with no relevant findings. The instructions for use for this product provides insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report their insertion technique or if they enlarged the puncture site. Based upon the reported information, the time of discovery and the condition of the sample, operational context caused or contributed to this event. No further action will be taken.